Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." The root cause was not determined. Probable causes that could lead to the reported event include that due to user handling, the charge-coupled device (ccd) unit and the coupler failed because unexpected stress was applied to the ccd unit, and that the image did not appear due to failure of the ccd unit.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, the cable had a cut. There was no image due to a faulty charge-coupled device (ccd) unit. When the lens was inspected, the coupler rotation lock did not engage properly. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
The user facility reported a cable that has a cut. No patient involvement or injuries were reported. No additional information has been obtained.